Event description:
It was reported that this implantable pacemaker system was explanted due to pain at the implant site. Further information was requested. A non-boston scientific pacemaker was implanted in the same procedure. No additional adverse patient effects were reported. Additional information provided indicates the device system did not exhibit any malfunction that could lead to the patient feeling pain at the implant location. In addition, the device system was discarded at the explanting facility, therefore, it is not expected to be returned for analysis.